Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a baxter employed nurse in (B)(6) of patient made mistake/break in aseptic technique/area not clean before starting peritoneal dialysis (pd) and peritonitis coincident with dianeal therapy. On an unreported date, the patient began dianeal pd2 ultrabag (dose, frequency not reported, lot number 1203010) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal pd2 ultrabag therapy was ongoing. On an unreported date, the patient made mistake/break in aseptic technique, further described as the area not cleaned before staring pd. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of peritonitis was patient made mistake/break in aseptic technique and area not cleaned before starting pd. On (B)(6) 2012, the patient began treatment with vancomycin inj. (500mg twice daily for 14 days, ip) and fortum (1gm, daily for 14 days, ip). The hp is reportedly recovering from the peritonitis.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.